Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead appears to show loss of capture on hm transmission. A few complexes also have possible noise. Patient to be brought in and have threshold checked and lead evaluated further. Device remains implanted.